Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys troponin t gen5 (tnt-g5) assay on a cobas pure e402 analytical unit. Sample 1: initial result: 18.7 ng/l. Repeat result: 6.00 ng/l (accompanied by a data flag). A new sample was drawn and tested: initial result: 6.00 ng/l (accompanied by a data flag). Repeat result: 7.4 ng/l. Another new sample was also drawn and tested: initial result: 6.00 ng/l (accompanied by a data flag). Repeat result: 6.8 ng/l. Sample 2: initial result: 6.00 ng/l (accompanied by a data flag). The repeat results were 6.83 ng/l and 7.40 ng/l. Sample 3: initial result: 6.00 ng/l (accompanied by a data flag). The repeat results were 6.81 ng/l and 7.63 ng/l. The nurse questioned the initial result of 18.7 ng/l, and the samples were then repeated on another module. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The tnt-g5 reagent lot number was 811850 with an expiration date of 30-nov-2025. The field service engineer found that the sipper and the pro-cell syringes were cloudy, and the pre-wash area was dusty. He decontaminated the sipper and pro-cell syringe lines and performed preventive maintenance. He verified the rinse levels and the gear pump adjustment. He then did mechanism checks, instrument checks, and precision studies, and they were all within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on 14-apr-2025, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. The alarm trace did not show any abnormality. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (sample quality issue) at the customer site. Preanalytic's are within the customer's responsibility.